Manufacturer narrative:
On 24-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter during which device damage was noted. During insertion of the device, the damage was noted (internal components exposed) and no damage was noted while the device was in the packaging. Second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: visual analysis revealed that the tip was broken on the transition shaft-tip area leaving internal wires exposed. Polyurethane (pu) was found applied correctly on the transition, proving that the device was manufactured properly. This failure could be related to the wrong manipulation while inserting the catheter into the patient's body; however, this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device 30829249l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter facility name: (B)(6). Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the device was observed broken at the tip transition, also exposed parts were observed. A manufacturing record evaluation was performed for the finished device number 30829249l, and no internal actions related to the reported complaint were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter during which device damage was noted. During insertion of the device, the damage was noted (internal components exposed) and no damage was noted while the device was in the packaging. Second device was used to complete the operation. There was no adverse event reported on patient. Internal component exposure is MDR-reportable.